Event description:
It was reported that the unit had inconsistent speed. There was no case involvement and no adverse pt consequences.

Manufacturer narrative:
Insufficient drive of disposable - conclusion: the actual device involved in this event was returned for evaluation. The evaluation of the device found that the motor assembly was defective. In addition, a review of the device manufacturing records was conducted and the device met all finished goods release criteria.